Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer also reported that there was leak on the top of the infusion set. The customer also reported that the insulin pump had received insulin flow block alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.